Event description:
The patient got a first surgery for implantation of total hip prosthesis with depuy synthes product (corail stem/ pinnacle acetabulum/ ceramax insert/ ceramax head). The patient had to get another surgery following the breakage of the ceramax insert. The insert as well as the femoral head have been changed. The patient reported no shock between the initial procedure and the breakage of his insert. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was received for analysis. Visual examination of the returned device confirmed the reported event. The ceramic insert's rim was completely fractured from the rest of the part. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot the ceramic insert belongs to the shop order 7011270309.. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert confirmed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d10 concomitant.

Event description:
Additional information received. Was there a surgical delay? No, but there was a surgical recovery on the patient. What is the affected side? Left. Was the patient experiencing any adverse symptoms that led to the revision surgery? Yes, pain felt at the hip level.